Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by abdominal pain and cloudy fluid. The cause of peritonitis was unknown. The patient was hospitalized for the event and was treated with vancomycin injection 1 gram and cilaxter injection 500 mg (in one of the bags and kept it for 6 hours). At the time of this report, the patient outcome was unknown. Pd therapies were ongoing. No additional information is available.